Event description:
It was reported that cartridge did not fully snap into pump, and caller noticed issue while using pump with case attached. There was no reported impact to the customer¿s blood glucose level. Caller removed case, inspected pump and cartridge with guidance from technical support, removed loose o-ring from pneumatic tap, cleaned area with alcohol wipe or lint-free cloth, confirmed cartridge o-ring was in place and undamaged, and successfully reloaded original cartridge using pump load menu, after which insulin therapy was resumed successfully.